Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on 10/28/2015 that a customer had an issue with a gauze sponge. Customer reports there is lint in the gauze. The customer has provided a photo of the lint which remained on the arm of the patient after use on a minor skin abrasion.

Manufacturer narrative:
A device history record review of the reported lot confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were no samples received with this complaint therefore an examination of the reported condition could not be made. A photo was provided for evaluation; several small fibers were observed from the photo. Based on the investigation and analysis the most possible root cause for the reported condition cannot be specifically identified however the potential cause could occur during the cutting process; short fibers may develop as a result of a miss cut by the blades. As continuous improvement actions, the supplier has changed the blade and installed a new cutting blade and also updated work instructions to add a process to check the condition of the cutting blades on a daily basis. This reported condition will be continuously monitored, and this complaint will be used for trending purpose.

Manufacturer narrative:
The event reported in the initial 3500a form, "customer reports there is lint in the gauze," was reported as an MDR in error. Dermacea is a non-sterile gauze and was not used in the patient and/or the surgical suite. This is a non-sterile gauze and the chance is remote that this would be used for an open procedure.